Manufacturer narrative:
Investigation completed on a smith medical tracheostomy/pvc - portex tubes blue line ultra (blu) six pictures received. The cuff of the returned sample was inflated using a syringe with air in order to detect deflation on the cuff. Results: cuff was unable stay completely inflated and was needed to be inspected more closely. It was found a dent in the cuff (see pictures below). The complaint for deflated cuff is confirmed. Customer reported: smj#cfhj158. During the use of the product, the customer put air in the cuff, but its air pressure was unable to be maintained. No patient injury. The most probably root cause is unit became damaged after it left smiths medical facilities since units should be pre-checked before use in patients and the product is 100% uson leak tested in manufacturing process.

Event description:
Investigation completed and summary in h 10

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) malfunctioned. Reported during the use of the product, the customer put air in the cuff, but its air pressure was unable to be maintained. No patient injury.